Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they were having trouble with the batteries not lasting and now they were getting a blank display. The customer took out the battery and held down the back arrow for a minute and put in the original battery and cleaned the contacts but there was no response from the insulin pump. Customer stated the display was not blank less than 30 seconds and did not return. Insert battery alarm did not display on the insulin pump screen. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Display did not return after pump restart. The insulin pump was not dropped or bumped or exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Current measurement. However, the device failed the sleep current measurement, problem isolated to the electronic assembly. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay. Device received with missing display